Event description:
It was reported the patient¿s device was removed. It was stated the patient was ¿given two choices of putting in,¿ the patient ¿picked their choice¿ and their ¿physician refused to accept their choice,¿ and that the physicians choice ¿did not work.¿ it was unclear what this meant at the time of report. No further information was available at the time of report. Additional information has been requested. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer. Patient product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).